Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a spinal procedure for a tumor at c2/c3 using posterior fixation at c1-c4. The center nut of the crosslink broke while being tightened. The device was removed and replaced. No patient complications were reported.